Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was shut off, with no prior alert indication on the screen. The customer's blood glucose value was unknown. The battery cap was ok. Customer informed that pump is still going on and off even after replacing to a new energizer battery. Customer informed that insulin pump was still going on and off even after replacing to a new energizer battery. The insulin pump will not be returned for analysis.